Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen became shattered while roofing a house. Additionally, customer was having difficulty reading their blood glucose level on the touch screen due to the damage. Customer's blood glucose was 106 mg/dl. Reportedly, customer continued to use current pump for insulin therapy and has manual injections available as well.